Manufacturer narrative:
Result - foot-end lift motor capacitor was not properly connected to foot-end lift motor leads.

Event description:
It was reported by service report that the foot-end was stuck in high height, and it would go down. No patient involvement or adverse consequences were reported.